Event description:
Pt in outpatient hematology/oncology unit receiving remicade via sigma spectrum infusion pump. The pt was in a recliner chair. The pt's wife came to visit him, she took off her jacket and touched his arm. There was a spark. The nurse caring for the pt reports that about 1 minute later, the "pump made noise we never heard before" and stopped working. The nurse was not able to turn the pump on and it continued to make a beeping sound. The pump was removed from service. Neither the pt or his wife sustained injury.